Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose level was at 160 mg/dl the time of incident. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states battery compartment is neither damaged nor corroded. Display did not return after pump restart. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. (B)(4).